Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue and high blood glucose. The customer's blood glucose was 412mg/dl at the time of incident. Trouble shooting was performed and found continue to get change sensor error alerts. Assisted customer in reconnecting sensor and walk through insulin pump steps. Customer stated had high blood glucose last night due to fasting/diagnostic testing and declines trouble shooting for the high. Advised sending replacement sensor. The product will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).